Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory via device image. The device was tested on the bench and hv output circuit was found damaged. An arc mark was found on the device can. It is believed that a lead anomaly caused the arcing, which resulted in the output anomaly.

Event description:
It was reported that the patient presented into the emergency room after supposedly receiving a shock. An alert for high voltage circuit damage and low out of range high voltage lead impedance were observed. Subsequently, the device and lead were explanted. The patient condition was fine.